Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix region clogged with blood/tissue. Diagnostic imaging revealed no anomalies. After cleaning the helix region, the helix was able to extend and retract. The helix extension length was measured within specification. The reported event of helix extension difficulty was confirmed. The reported event of dislodgement was not confirmed. The cause of the reported event was isolated to blood/tissue within the helix region.

Event description:
During implant, dislodgment was observed on the right atrial (ra) lead. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition and experienced no adverse health consequences.